Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the cable had cut in the insulation.As per part investigation, it was determined that the damaged ASSY CBL PYXIBUS 7 DRAWER (PN 121085-01) which had signs of exposed copper strands which lead to the observed thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 08-DEC-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of "Aux cable has a cut in the insulation" was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process.According to Work Order (b)(4), The Field Service Engineer (FSE) reported that replaced the auxiliary cable for drawer 7, which had a small tear and confirmed that both the cable and drawers were functioning properly. The customer inventoried the drawers and confirmed the successful operation. During DCHU Visual Inspection:PN 121085-01: The inspection revealed a localized area of exposed copper strands with burn marks, consistent with thermal damage.During DCHU testing:PN 121085-01: No testing was required due to evidence of localized area of exposed copper strands with burn marks, consistent with associated thermaldamage.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint "Aux cable has a cut in the insulation" was due to the damaged "ASSY CBL PYXIBUS 7 DRAWER (PN 121085-01) which had signs of exposed copper strands which lead to the observed thermal damage which compromised the drawer's functionality.